Manufacturer narrative:
Device evaluation: the actual product was not returned for investigation, therefore, it was not possible to confirm failure mode. A serial number review could not be performed as no serial number was available.

Event description:
A peritoneal dialysis patient's nurse reported that the patient underwent a hernia repair surgery on (B)(6) 2017. The nurse reported that the patient subsequently went through a work up for transplant and has a living donor match. The patient has been on peritoneal dialysis therapy since (B)(6) 2017.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient underwent a hernia repair surgery on (B)(6) 2017. The nurse reported that the patient subsequently went through a work up for transplant and has a living donor match. The patient has been on peritoneal dialysis therapy since (B)(6) 2017.